Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The x-ray tube's output dose and the video camera iris were adjusted. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the images on the 9800 system had a high white level. No pt injury was reported.